Event description:
The plug for the bed has no wide prong on one side to ground. Also, no third prong ground if plug is plugged in in one direction. There is 110 volts going through the metal frame. Plugged the other way ok except for the 110 to 150 volts going through the foot when it is raised or lowered. This situation causes irritability, muscle spasms, sleepless nights. Rptr had to have a tsh blood test because she thought her thyroid was over active, it was normal. It took several weeks to feel some what better. Rptr's money is not being refunded.